Manufacturer narrative:
The exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had a corpora defect in the right side of the penis, the implant was bulging on right side of penis. The implant herniated but not through the skin. The ambicor penile prosthesis (app) was removed and an inflatable penile prosthesis (ipp) was implanted. The patient was doing well post procedure.